Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report being informed ¿there¿s been nothing captured.¿ the third electrode going around the diaphragm touches the diaphragm and makes it move. The spouse also indicated ¿there¿s been no capture since the device was put in. It started again and would not stop. It looks like a baby inside the patient, kicking the patient. It's kind of up near the rib cage. It's been going non-stop for 3 weeks. It's going like 5 to 6 times a day. It'll go for maybe 15 minutes.¿ the spouse noted ¿I know for a fact one day that the patient did get shocked.¿ the patient ¿jumped like an inch off the bed." Follow up at the patient¿s clinic confirmed the patient was seen in the hospital by the doctor and was experiencing diaphragmatic stimulation on the left ventricular (lv) lead. The nurse also indicated based on the device interrogation, there is no indication of the device shocking the patient. The device remains in use. The lead was turned off and remains in the patient. No further patient complications have been reported as a result of this event.